Event description:
It was reported that the event log captured some low voltage hazard events on (B)(6) 2022 while using the mobile power unit (mpu). It appeared that the mpu lost power enabling the backup battery in the controller until power was restored to the mpu. It was later confirmed that the event was a result of the ac power cord coming loose at the wall outlet. The patient stated that they got up to move around the room while still connected to mpu.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a loss of ac power while connected to the mobile power unit (mpu) was confirmed via the submitted log file. The mpu (serial #: (B)(4) ) was not returned for analysis; however, a log file was submitted for review with events spanning approximately 12 days ( (B)(6) 2022 per time stamp). On (B)(6) 2022 between 18:38:21 ¿ 18:38:24 and between 18:38:27 ¿ 18:38:30, low power hazard alarms were active due to a loss of ac power while connected to the mpu. The backup battery provided power to the system during these events. The alarms cleared when power was restored. Pump operation was not affected. Additional provided information communicated on (B)(6) 2023 stated that the mpu has the v-lock on the ac power cord, that the ac power cord came loose from the wall outlet when the patient was moving about her room, the ac power cord did not come loose at the back of the unit, there were no environmental factors that affected ac power at the time, the mpu remains in service, and that the product is not returning. The root cause for the reported event was unable to be conclusively determined through this analysis; however, per the additional information it appears to be related to the ac power cord coming loose from the wall outlet. The device history records were reviewed for the mpu (serial #: (B)(4) ) and the mpu was found to pass all manufacturing and quality assurance specifications. Heartmate iii instructions for use (IFU) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including no external power, low power hazard, and power cable disconnect alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.